Event description:
The customer reports that during a procedure, the device would not fire. The clips would not come out of the device. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was rec'd in good visual condition. The instrument was cycled and the advancer was bypassing the clips resulting in pear shaped clips. No conclusion could be reached as to what may have caused the feeding issue. The batch history records were reviewed with no anomalies noted during the mfg process.